Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a revision breast reconstruction with a 750cc mentor memorygel breast implant prosthesis and experienced postoperative right-sided rupture. MRI performed on unspecified date indicated right-sided rupture. As a result, the patient underwent removal and replacement with two mentor memorygel breast implant prostheses (right catalog #:3507501bc, right serial #: (B)(4); left catalog #:3507385mc, left serial #: (B)(4)) on (B)(6) 2021. The patient has fully recovered after the revision surgery.